Event description:
A malfunction was reported with a code displayed as malf 9, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer technical support provided instructions for resetting the pump, which resolved the issue without further recurrence. The customer was informed to continue using the pump and to call back if the malfunction code reappeared, which they acknowledged and understood.